Event description:
This is a case report received on august 1st from bomimed inc (canada) related to the following : unit displays patient disconnect alarm despite pre-op checks passing and all tests passing. User mentioned that it reoccurred during flow sensor check as well, but then was gone after about a minute of trying. According to the reporter, there was no patient or user or third party harmed; this issue did not occur during ventilation. There are no indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator. Preliminary analysis revealed that: this case is related to wrong positive alarm "disconnection" due to the expiratory membrane (misplace or defective) potential root causes could be related to an expiratory valve misplace, sticky or defect. Proposed correction: check the condition of the expiratory valve set. If anything defective, replace. Check whether the expiratory valve is affected by any nebulizing agent. Make sure that the expiratory valve is properly installed. Check whether there is a disconnection at the expiratory valve perform tightness test.